Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there is one complaint on this device. The complaint of power off prompted for this MDR filing. Device return requested for further evaluation.

Event description:
On 12/12/2023, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.